Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that foreign matter was found with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "material no.: 309657 batch no.: unknown. It was reported that there was a blood-like substance on the syringe while inside the package. Per (B)(4): sales rep called to report that the facility reported they found 1 3ml syringe inside the package that displayed a blood-like substance on the syringe so they did not use it. The syringe is available for return as well as photos, please send a container to address on file. Rep would like to remain primary point of contact. This occurred about a week ago. No lot # was given to her yet but may come with the photos."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections. And the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k)#: k980987 or k151766 (depends on manufacture site which is unknown). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "material no.: 309657; batch no.: unknown. It was reported that there was a blood-like substance on the syringe while inside the package. Per (B)(4): sales rep called to report that the facility reported they found 1 3ml syringe inside the package that displayed a blood-like substance on the syringe so they did not use it. The syringe is available for return as well as photos, please send a container to address on file. Rep would like to remain primary point of contact. This occurred about a week ago. No lot # was given to her yet but may come with the photos."